Event description:
Paramedics attempted to administer a shock to a pt diagnosed in cardiac arrest. The device allegedly failed to charge and displayed a connect electroddes message. Use of the defibrillator was inhibited. The pt's outcome was not reported.